Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off and the customer did not remember the pump alerting the customer of the low battery. The customer blood glucose (bg) level was impacted 300 (mg/dl). A manual injection was delivered to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred in the middle of the night and had not been addressed by the user by charging the device.